Event description:
It was reported that the shunt did not work because it was clogged up. The patient had a headache and swelling. After the surgery, he or she was doing well. In this case, the patient had peritoneal adhesions. The doctor thinks that the peritoneal adhesions made the shunt not work.

Manufacturer narrative:
(B) (4).